Manufacturer narrative:
(B)(4). The insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify device deficiency anomaly due to blank display.

Event description:
Information received by medtronic indicated that they experienced hyperglycemia. Customer treated their high blood glucose with insulin pump. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was exposed to high magnetic fields of medical resonance index. Customer reported that the label they received was blank and they need another one sent so they can send back the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.